Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "the local staff was preparing the c6 for delivery to the hospital. He configured the screen display and quick set-up settings on another c6 and imported those settings to this c6 using a usb stick. A few days later, when he switched this c6 on, the progress bar stopped halfway through and the alarm kept going off."

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Section e1 corrected: japan not australia.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "the local staff was preparing the c6 for delivery to the hospital. He configured the screen display and quick set-up settings on another c6 and imported those settings to this c6 using a usb stick. A few days later, when he switched this c6 on, the progress bar stopped halfway through and the alarm kept going off."